Event description:
During an implant procedure, the physician was unable to steer the octad type device. Several trials with different stylets were attempted, however, the stylet would become blocked in the lead. An alternate quad type device was used/steered instead. The patient's outcome was indicated as being ok. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.